Manufacturer narrative:
Pentax model epk-i5500c is classified as import for export. Pentax same model epk-i5500c-us is distributed in the USA with 510k k190805. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical service in the USA inspected pentax model epk-i5500c/serial(B)(4) and confirmed the following: scope connector unit endoscope image freezes. Pentax service replaced the cpu board and fpga board assy. The device was returned to the loaner inventory.

Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Evaluation summary: repeated use causes the cable to break off.